Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, and investigation conclusions have been updated. As no product was returned, no functional testing, dimensional testing, or visual evaluation could be performed. No imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review using the valve serial numbers from the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur thv IFU was reviewed. No IFU/training deficiencies were identified. A complaint history review (chr) is only required if a root cause has not been determined. The root cause of this complaint is procedural factors (under expanded valve). Therefore, a chr is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve migration was confirmed based on the information provided from the field clinical specialist (fcs). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, the valve was potentially under expanded as the valve ''did not foreshorten as much as expected''. The under expanded valve could have difficulty anchoring onto the target site (native annulus), and over time leading to migration. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04609.

Event description:
As reported to patient support center, the patient reported that the patient had reintervention less than a month after receiving their initial valve. Prior to the patient's tavr, they were experiencing chest pain at home where and emergently taken to the tavr hospital. The team determined that ''70% of the valve was blocked'' and recommended tavr, and received a sapien 3 ultra. The patient remained additional days to manage their blood pressure but eventually discharged home. However, the patient reported that they ''didn't feel any different and continued to have shortness of breath''. About a week and a half of being home, the heart team called the patient to report that the ''tavr valve seemed to be slipping from the last images they took before discharge''. The team indicated that the patient would be transported via monitor back to their facility to have a second procedure. However, the day before the transport was organized, the patient began experiencing the same chest pain before the tavr. Ems was called, and the patient was emergently taken to a different hospital within a day, the patient was transferred back to the tavr hospital. There, the patient remained until they had surgery via open heart, eighteen days post initial tavr. The patient was told by the surgeon that they ''removed the valve and replaced it with another implant''. The patient could not recall what implant was used for the second procedure. After recovering from the operation, the patient was transferred to a rehab facility but was taken back to the tavr hospital to manage their blood pressure for a few days. Eventually, twenty days after reoperation, the patient was discharged home and is currently enrolled in cardiac rehab and being followed by their cardiologist. Since the patient asked what to do with their valve implant card, psc recommended retrieving operative notes of the second procedure to determine if the tavr valve was taken out and to identify the new implant. The contact for thv ipr was provided to update. As reported by the field clinical specialist, 12 days post implant, the vcc at this site made the fcs aware that this patient's valve may need to be looked at as it was shown to be very deep on discharge echo. They reviewed the films from the case and agreed that the team had implanted a 23mm valve with a 50/50 implant depth. At the time of implant, the valve appeared to be aligned well for a good deployment, but it did not foreshorten as much as expected, and a deeper implant was the result. Immediately after deployment, they checked on tte and did not see any leak, so they decided to close and finish the procedure. Upon follow-up echo, the valve looked deeper than before and they became worried about valve embolization. The valve was explanted via open tavr explant and replaced with avr. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. When asked the perceived root cause of the too low deployment, it was indicated that there was tension in the system due to tortuosity and horizontal root anatomy during the initial procedure. The delivery system appeared to be well-placed at first, but when the operator inflated the balloon, the 'pusher' on the ds seemed to move towards the greater curve of the ascending aorta, pushing the valve deeper. Echo showed no leak, and no other reason to assume the valve would not hold, so we assumed the contrast had left the sinus, so we were not seeing the true depth of the nadir. No procedural imaging is available for the case. The team did take the precautionary steps to release tension in the system prior to deployment, by unlocking the pusher catheter and re-locked prior to valve alignment, per usual. There were not noted issues with resistance during advancement through the sheath, during valve alignment, or crossing of the native valve, none noted during the case or in discussion afterwards. The delivery system was locked prior to inflation.